Event description:
During a ptca procedure, while the physician was attempting to wire the lesion, the inner core of the wire fractured and was removed without incident. No pt injuries or complications occurred.